Manufacturer narrative:
Due to character limitation in e1, full event site address: (B)(6).supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer during use that cs300 intra-aortic balloon pump (iabp) the pump is alarming "check iab catheter" and has been in standby for several minutes. The device had autofill failure and unable to calibration message. No harm or injury to the patient was reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: d1, d4 (version or model #, catalog #, UDI #).

Event description:
N/a.

Manufacturer narrative:
Updated fields. Corrected fields.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions, component code), h11. (B)(6) called from the ICU department about a pump with a patient. The pump had alarm "check iab catheter" and had been in standby for several minutes. A chest film had been done and location was pending. They have tried the start key, and they have tried repositioning the patient. They also rebooted the pump without resolve. Advised them to press the iab fill key, but it would not engage. They were never able to get the fill key to activate. They once again rebooted the pump to perform a "fill" and this time advised them to manipulate the sheath hub while the pump was autofilling. Also had them dial the aug control down 3 bars to attempt the fill. After this autofill, the pump displayed the autofill failure alarm, and the unable to calibrate message. At this point time exceeded 20 minutes and they called the physician for possible removal. (B)(6) will save the catheter once removed for return to getinge for qc testing. A return iab kit will be sent to the ICU department. Followed up with (B)(6) at 415pm. The iab was removed and saved, and a new balloon was placed in the patient successfully. No repair information available. In future if we receive any repair information will reopen and update the investigation.